Manufacturer narrative:
The device was returned for analysis. A visual and functional inspection were performed on the returned device, and the reported difficulty to remove irregular texture were confirmed. Additionally, stretched coils were noted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported irregular texture and difficulty to remove appear to be related to operational circumstances of the procedure. It is likely that manipulation of the stent delivery system (sds) and guide wire during the procedure caused the inner member to stretch locking the guide wire in the lumen, resulting in the difficulty to remove. The noted stretched coils likely occurred during retraction and caused the reported irregular texture. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The xience sierra stent system is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a lesion in the moderately calcified, distal right coronary artery. The balance middle weight (bmw) guide wire and the 2.25x12mm xience sierra stent delivery system (sds) successfully crossed the target lesion. The sierra stent was implanted without issue. However, resistance was felt with the guide wire during removal. The guidewire and the sds were removed together as a single unit. A burr could be felt on the radiopaque tip of the guide wire. There was no clinically significant delay in the procedure and no adverse patient effect. No additional information was provided.